Event description:
It was reported that during removal of the vipercath xc exchange catheter during treatment via radial access, air was observed suspecting a hole in the vipercath. The issue was observed when the physician drew the syringe back to confirm if the blood was getting back and it was filled with air. The contrast was not injected through the catheter because of the air coming back. There was no air present inside the patient. The vipercath was removed from patient and a new vipercath was used to complete the procedure without any adverse effects to the patient. No damage was observed to the vipercath upon removal. The patient was stable.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported break and air in device could not be determined. In this case, it is likely that the break and air in device is a result of use or handling techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions) and h11.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that during removal of the vipercath xc exchange catheter during treatment via radial access, air was observed suspecting a hole in the vipercath. The issue was observed when the physician drew the syringe back to confirm if the blood was getting back and it was filled with air. The contrast was not injected through the catheter because of the air coming back. There was no air present inside the patient. The vipercath was removed from patient and a new vipercath was used to complete the procedure without any adverse effects to the patient. No damage was observed to the vipercath upon removal. The patient was stable.